Event description:
It was reported that during a breast biopsy procedure, the device could not suction and the tissue could not be collected after the device was inserted. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). (B)(4). Information anticipated, but unavailable at this time.